Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. An unspecified guide wire was used; however, the 6.0x150 mm absolute pro self expanding stent system (sess) could not cross [advance] over the guide wire. The sheath of the absolute pro stent came off when the guide wire was removed outside the patient. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that the device met resistance during advancement over the guide wire due to a build-up of procedural contaminants (blood, contrast) on the guide wire; thus resulting in the reported difficult to advance; however this cannot be confirmed. Additionally, it is possible that inadvertent mishandling resulted in the reported material separation; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.